Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08359. It was reported that shaft break and stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32mm synergy ii stent was advanced over the guide wire; however, at about the mid portion of the shaft of the stent delivery system (sds) and stent it was reported to be "kinked, buckled or fractured". Another 2.25x32mm synergy ii was selected and advanced; however the same issue occurred. Both devices never entered the patient's body. The procedure was completed using a 2.25x32mm promus premier stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent kinked and stent struts lifted outwards from the balloon at the 12th and 13th most distal stent rows. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08359. It was reported that shaft break and stent damage occurred. The target lesion was located in a coronary artery. A 2.25x32mm synergy ii stent was advanced over the guide wire; however, at about the mid portion of the shaft of the stent delivery system (sds) and stent it was reported to be "kinked, buckled or fractured." Another 2.25x32mm synergy ii was selected and advanced; however, the same issue occurred. Both devices never entered the patient's body. The procedure was completed using a 2.25x32mm promus premier stent. No patient complications were reported.